Event description:
Caller reported difficulty with pressing the pump quick bolus/wake button, which often required multiple presses to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in attempting to resolve the issue by removing the pump from its case and following specific instructions, but the problem persisted. Consequently, technical support decided to replace the pump. Customer was instructed on how to put the pump into storage mode before returning it and agreed to send the problematic pump back using a pre-paid label within ten days.